Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2021-18141. It was reported patient was experiencing ineffective therapy. Multiple attempts of programming was unable to solve the issue. As a result patient underwent surgical intervention wherein the system was explanted.